Event description:
Customer reported experiencing a current low blood glucose level, although the specific value was unknown and displayed as "low." The customer consumed carbohydrates to address the low level. The customer received guidance from technical support on verifying the necessity before delivering additional boluses, and no further assistance was required following acknowledgment of this advice.